Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The coil wire of the device was unraveled. On some sections of the coil the coating was damaged (peeled). The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
Reportable based on device analysis completed on 16 jul 2019. It was reported that unraveled material was encountered. A s/s gw/035/145 (bx/1) amplatz super stiff guidewire was selected for use. However, during preparation, the wire became uncoiled. It did not enter into the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a coating peeling or sheared.